Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (does not communicate with monitor) was unable to be duplicated. Upon further investigation, a reportable malfunction was found. Multiple wires were broken, causing the ecgs to be non-functional. The belt did not pass falloff testing. The root cause for the broken wires was unable to be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient's electrode belt does not communicate with monitor.